Manufacturer narrative:
Updated information: d6b explant date added.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a 50 year old female with a impella 5.5 due to cardiomyopathy. During use, there were concerns for pump saturation. There was no reported patient harm. The patient remains on support.

Manufacturer narrative:
D1 (brand name) has been updated. D3 (manufacturer fax) & e4 (reporter also sent report to FDA?) Has been added as these reports were omitted from the initial mw submitted. High or saturated pump flow: the cause of the high or saturated pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including full data logs.